Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted 'wires exposed' on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. Instrument failed electrical continuity test. The yaw pulley did not show any sign of arcing. Additional observation not reported by site was a broken yaw pulley. The yaw pulley was missing a 0.165 x 0.060 piece opposite the conductor break, allowing the grip to move within the pulley and to have a larger range of motion in the yaw. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.